Event description:
Event desc: the manometer is not giving proper pressure readings when used with infants. This has happened sporadically with three different lot numbers of infant resuscitation bag (cat # vn3140mb, 87af3140mb2). The nicu manager describes the malfunction as an inability to deliver the air pressure "like a valve isn't opened". The manometer and infant resuscitation bag appear to be in working order just before use, but when actually applied to the infant's mouth, there doesn't fell like any pressure is being administered. There is no manometer function. Device usage problem: device malfunction - that is, the device did not do what is was supposed to do.

Manufacturer narrative:
Add'l lot #s: 101222, 102127. The actual device was not returned for our investigation. Three unused samples from three different lots (99743, 101222 and 102127) were returned instead. These samples were evaluated and results are as follows: sample 1 (lot 99743) the pt valve was tested and found to function properly; sample 2 (lot 102127) the pt valve was tested and found to function properly, however, we found that it housed an unspecified valve. This lot is currently under recall for the unspecified valve. Sample 3 (lot 101222) the pt valve was tested and found to function properly, however the inlet diaphragm valve leaked severely. This lot is also currently under recall for the unspecified valve.